Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer was experiencing instrument engagement issues with universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found the 282 errors for the first case; however, the logs for any subsequent cases that day were not available. The customer indicated that they attempted to reengage the sterile adapter, but the dials would not turn. They needed only three usms for the procedure, so they utilized the remaining three usms for the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi received the usm for failure analysis investigation. The unit was analyzed and errors 230 and 1173 were found, indicating a searchlight issue on the carriage sterile adapter board, confirming the fault occurred in the field. The usm was installed onto a test system, where the component functioned as expected. The sine cycle was found to be failing with a 23087 error against the carriage. The sterile adapter board was verified to be the source of the fault.